Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The serial number previously reported was incorrect. Originally it was reported as (B)(4) when it should have been (B)(4). The correct serial number has been added. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the there was no telemetry from the implantable pulse generator. There were no pacer spikes seen with or without a magnet being placed. It was also noted the patient had not been seen two years and four months. There are plans for have the device explanted. No patient complications have been reported as a result of this event.